Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2012 with a bifurcated and suprarenal aortic extension. Upon follow-up, computed tomography revealed an endoleak type 3a. Physician implanted an infrarenal aortic extension which resolved the endoleak. Patient is doing well.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation confirmed a type 3a endoleak with component separation and a partial stent collapse. Clinical evaluation also confirmed a type 3b endoleak. Limited patient medical records and limited patient images were available for review. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. Limited patient records were available and the device was not returned for evaluation. Potential contributing factors to the reported event include severe angulation of the aortic neck and excessive thrombus.